Manufacturer narrative:
E1- (B)(6) hospital. The device was returned, and the evaluation found no additional reportable malfunctions. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the mechanical lithotriptor v had a guidewire tip that was torn. The issue occurred during an unspecified therapeutic procedure. The intended procedure was completed using a similar device.there were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the following: 1) trying to insert the device into the endoscope while using the guide wire. 2) the device was excessively angulated while inserting the guide wire into the guide wire tip. (See fig.1) 3) a load beyond the resistance strength was applied to the guide wire tip. That might have caused the guide wire tip to tear. The event can be prevented by following the instructions for use (IFU) which state: ¿when using the guide wire, insert the instrument with its distal tip in parallel with the guide wire while holding the distal tip as shown in figure 4. Be careful not to forcibly insert the instrument with a sharp angle between the distal tip and the guide wire as shown in figure 5. This may damage the distal tip.¿ olympus will continue to monitor field performance for this device.